Event description:
Per the audiologist, the patient showed no response to auditory stimulation when the cochlear implant system was activated. It was reported there had been difficulty when inserting the electrode array into the cochlear. The patient's device was explanted in 2008 (date not reported). The patient was implanted in the contralateral ear with a new device during the same surgery.

Manufacturer narrative:
This is a final report, filed 12/12/2008.